Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, successfully resolving the issue as the error did not reappear, and the caller was able to start their sensor session successfully.